Event description:
It was reported that a patient had a revision surgery approximately sixteen (16) years after implantation due to pain, elevated metal ion levels, and pseudotumor. The cup and head were revised. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: product information is unknown. D10: unknown durom head -unknown lot and item#. Unk morse taper stem- unknown lot and item#. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Legal documentation was received and reviewed. The patient had an initial tha in 2005 due to dysplasia-coxarthrosis. In 2012, the patient suffered of a hip dislocation, but no further details are provided on the treatment performed to reduce the dislocation. Subsequently, in 2021, the patient was revised due to pain, elevated metal ion levels, and pseudotumor. The cup and head were revised. As of note, no medical documentation was provided so far to back up the legal claim. With the available information a definitive root cause for the reported event cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: unknown durom head -unknown lot and item# g2: foreign: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery approximately sixteen (16) years after implantation due to an elevated metal ion level. Due diligence is in progress for this complaint; to date no additional information or product has been received.